Manufacturer narrative:
This incident was not reported to applied medical. We received medwatch report and have contacted the hospital to request the return of the event sample for our investigation. A follow-up report will be sent upon completion of the evaluation.

Event description:
Video-assisted thoracoscopy - "using long trocar on a larger pt, while torquering on the end, it fractured inside of the pt. All pieces retrieved."